Event description:
Patient had a reaction to the suture. Between the nylon suture being removed and follow up on (B)(6) 2020 infection developed. Patient treated for dehiscence and staph infection. No product to return - discarded. Packaging discarded - no ID/lot #. No hospitalization but there was tissue damage to patient. FDA safety report ID# (B)(4).